Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there patient consequences? If yes, please specify. Lot number? Name of procedure? What was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? A. Does the needle remain in the patient¿s tissue? B. "What tissue structure is it located? Size of the needle retained c. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). It was reported that "...incidents where the needle has detached from the suturing material." - please confirm the number of patients affected by this alleged deficiency? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. - were there patient consequences? If yes, please specify. - lot number? - name of procedure? - what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - did the needle fall into the patient? If so, please provide the following information: - were x-rays taken to locate the needle? - was the needle piece removed from the patient during the same procedure? A. Does the needle remain in the patient¿s tissue? B. "What tissue structure is it located? Size of the needle retained c. Are any plans in place to remove the needle piece in future?" - if retained, what is the surgeon's opinion of consequences to the patient? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please confirm if the devices are available for product return. If yes, confirm the quantity of devices available for product analysis and provide the status of the devices as they have not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The following information was received: the suture has detached at least 8 times over the last few months, but unfortunately the staff haven¿t kept the packaging. I have requested that in future we retain the packaging to ensure better reporting. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. They are reporting incidents where the needle has detached from the suturing material. There were no patient consequences reported. Additional information was requested.